Event description:
The user facility reported that during retrieval of a bard g2 ivc filter, the "glidewire coating sheared off." Reportedly, the guidewire was removed and replaced with a second device. The filter was retrieved and the procedure was completed successfully with no reported patient complications.

Manufacturer narrative:
The involved device was returned for evaluation. Visual examination confirmed that the polyurethane coating had been stretched and damaged during use. Subsequently, a portion of the coating was peeled away from the guidewire partially exposing the core wire. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause cannot be definitively determined, the appearance of the returned sample is consistent with damage to the coating due to the device coming in contact with a rough metallic material or other hard, sharp surface during manipulation. There is no evidence that this event was related to a device defect or malfunction. The device labeling states in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions "may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been forwarded to the manufacturing facility for appropriate tracking, trending, and follow-up.